Event description:
Operating room reports that the harmonic hand piece was being use to harvest a vein for a cvor (cardiovascular operating room) procedure. After working well, it suddenly stopped working at all and it felt warm. Replaced with a new one.